Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 patient underwent the open reduction internal fixation surgery for the brachial condyle fracture with the screw in question. The surgeon drilled with a va drill sleeves and insert the screw to the most distal hole of distal humeral plate with posterolateral support and could not lock the screw because the torque did not work well. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: sterile: part #: 04.211.014s, lot #: 8l16117, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: may 6, 2021, expiration date: may 1, 2031. Non-sterile: part #: 04.211.014, lot #: 97p5672, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: april 8, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.7 head 2.4 self-tap l14 ta the threads of the screw are deformed all over the screw and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test on the device cannot be performed since the device was received by itself but the alleged misalignment and will not lock/unlock is consistent with the complaint condition since the screw was deformed at the neck might be the reason for the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l14 ta. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: - 2.7 mm variable angle locking screw self tapping , star drive recess. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H5.